Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the md had a problem inserting the spring wire guide (swg). The swg was destroyed and could not even get the sheath access, therefore the md switched to a new intra-aortic balloon (iab). The second iab went in without a problem. Additional information received from the sales rep. The iab was placed through the sheath and when the iab was pulled, the md met resistance and the iab came out mangled. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the md had a problem inserting the spring wire guide (swg). The swg was destroyed and could not even get the sheath access, therefore the md switched to a new intra-aortic balloon (iab). The second iab went in without a problem. Additional information received from the sales rep. The iab was placed through the sheath and when the iab was pulled, the md met resistance and the iab came out mangled. There was no report of patient complication or serious injury and death.